Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of explantation updated to (B)(6) 2020 per new information received on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device no apparent damage could be observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 475cc silicone breast implants which the right side has issue with capsular contracture baker grade IV, and bilateral issue with ptosis after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement with mentor smooth round gel, 800cc, and mastopexy on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
On 4/2/2020, additional information received indicated per operative report both implants were intact. Patient underwent bilateral mastopexy, and bilateral removal and replacement as follow: left replaced with cat#:3505800bc, sn#: (B)(6), and right replaced with cat#: 3505800bc, sn#: (B)(6), and right breast capsulectomy. This report is for the left side. Manufacturer's reference number: (B)(4).